Manufacturer narrative:
The fsr replaced ccm. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) had no display upon boot up. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to boot up but the display appeared blank. The information was present but was not being illuminated and needed a flashlight shined on the screen to be able to observe the on-screen information. The inverter was installed into a lab use only (luo) ccm which illuminated as intended demonstrating that the ccm display was the cause of the reported issue. The backlights in the display of the ccm did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.